Event description:
In 2000, the cryopreserved pulmonary valve and conduit in question was implanted into a patient during a ross procedure. The patient's history was significant for aortic insufficiency, aortic stenosis, previous aortic valve replacement, and mitral valv replacement due to theumatic heart disease. Approximately one year later, a mass was demonstrated on the pulmonic homograft during routine echocardiography, which was producting obstruction. On the next day of the event, the patient was returned to the surgical suite for replacement of the homograft in question due to "obstruction secondary to intrahomograft tumor mass". At that time, another cryopreserved pulmonary valve and conduit was implanted.